Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false downstream occlusion alarm. This occurred during routine maintenance in the biomedical service department. There was no patient involvement. No additional information is available.